Event description:
It was reported that during a lap cholecystectomy procedure the tissue pad started flaking off into the pt, the pieces were retrieved. Another device was used to complete the case with no pt consequence.